Event description:
It was determined that this bed was no longer properly grounded. There were no injuries in this event.

Manufacturer narrative:
Upon complaint review it was determined that this type of failure has the potential to cause serious injury. The technician replaced the power cord in order to resolve the problem.